Event description:
A malfunction alarm was reported involving a pump, but there was no adverse impact on the customer's blood glucose level. Technical support decided to replace the problematic pump, which was still under warranty. The customer was instructed on how to store the pump and agreed to return it with a pre-paid label within ten days. In the meantime, the customer reverted to using multiple daily injections to ensure continuous insulin delivery.